Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 a helix/set screw issue before the lead was placed inside the body was observed. The screw of the lead was already out and was not going in even after unscrewing it and had some maneuverability issues.

Event description:
Review of information notes that the patient was stable and that the lead was not used and was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.